Event description:
The hospital reported that, following intubation, the clinician inadvertently did not confirm the value for the delivery of sevoflurane. The pt reportedly did not receive anesthetic agent from 8:35am to 8:57am. The pt subsequently reported awareness of the surgical procedure. It was reported that the pt will require psychological treatment as a result of the awareness.

Manufacturer narrative:
The logs files were downloaded and provided to ge healthcare for analysis. According to the logs, the case was initially started in fresh gas mode with mechanical ventilation and sevoflurane. The agent quick key value was set and confirmed to 1.8%. After 4 seconds, the user started et control mode. As no agent had yet been recognized by the airway module (i.e. Measured end tidal anesthetic agent was 0%), the proposed target et agent value was off. The user did not confirm the value and the quick key timed out after 10 seconds, setting the et agent value to off. After 7 minutes, the user adjusted the target et o2 quick key value (which is located next to the target et agent quick key). After an additional 21 minutes, the user adjusted the target et agent value to 1.8%. Several indictors are present on the display to show agent values. No low agent alarms occurred, indicating the low agent alarm limit was set to "off". The reported complaint is a result of a use error.

Manufacturer narrative:
Under european law, pt information is considered confidential and will not be released by the hospital. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.